Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the setup of the aquablation procedure and while the patient was in the operating room under anesthesia, the aquabeam robotic system generated an ¿e22 ¿ motorpack error¿. Eventually, the problem was resolved by replacing a new aquabeam handpiece, and the aquablation procedure was completed successfully. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences for the patient as a result of this event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. No anomalies were identified during visual inspection of the handpiece. The returned handpiece was connected to the test aquabeam system and successfully docked and primed without issue. The reported event (e22 ¿ motorpack error) could not be reproduced. The root cause remains undeterminable as the event could not be reproduced and the handpiece was found to be functional during testing. A review of the device history record (DHR) for aquabeam handpiece lot number 25c00189 and ab2000/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam user manual, sjum0101 rev. A states the following about e22: e22 ¿ motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.